Manufacturer narrative:
Follow-up #1: date of submission 19-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 11-apr-2018 with the following findings: during investigation, the pump was unable to power up and was completely unresponsive. Moisture was found in the battery canister causing the power issue. The temperature issue was unable to be adequately investigated due to the moisture ingress.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - moisture ingress w/ dmg) issue. It was reported that the pump was hot to the touch and there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.